Event description:
Psychiatric electroshock with the following adverse reactions: sleep disturbances, frequent urination, fits of anger, sudden muscle spasms, short term memory loss, reduced attention span, (resembling add), kidney pains. "My civil rights were violated and cruel and unusal punishment was inflicted upon me by the medical staff. "In addition, due to my medical (psychiatric) history, there were later incarcerations (with attendant abuses.)" "As recently as october, 1996, my father and mother, aided by a younger brother of mine, forced me to see a psychiatrist" "as promised, I voluntarily sought out my dr." And he said I was "in good shape" and refuted the misdiagnosis". "Details of my travails, which included termination from a ten-year (lucrative) career with an international company, may be obtained from my attorney."